Manufacturer narrative:
Additional narrative: conclusion and justification status: the complaint states it was reported that the side adjusting handle has broken off. The device was reviewed by bioengineering and confirmed the failure mode as reported. Investigation into this failure mode has indicated that the root cause may be associated with fatigue of the ml slide screw either side of the cross pin, where the cross sectional area was the smallest. This failure mode has been adequately assessed within the risk management for the instrument (B)(4). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per (B)(4) in accordance with the post market surveillance plant (B)(4). The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the side adjusting handle has broken off.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.